Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Alexis had a tear near the top of the white ring, and would not maintain insufflation when gelport was attached. Dr. (B)(6) just opened and used a new gelport system." Patient status - "nominal/ patient not effected."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The alexis wound retractor was unrolled and visually inspected. Upon inspection, engineering observed a punctured in the sheath near the green ring, which is inserted into the patient during use. Stretch marks were also observed around the puncture. Engineering requested additional information about the instruments used during the procedure, but no additional information was provided about the instruments used during the procedures. Based on the stretching of the sheath leading to the puncture, the tear is likely the result of instrument damage. Engineering attempted to replicate similar tears without instruments in prior testing, but was not able to produce a tear or similar stretch marks comparable to the returned unit. During the manufacturing process, all alexis sheaths are 100% visually inspected for damage. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the exact root cause could not be confirmed, prior testing has shown that the event can be replicated in the presence of instruments. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via operating room nurse on january 8, 2016: the doctor lost visibility during the case when insufflation was lost.